Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remained ongoing on heartmate 3 lvas, (B)(6), until they were transplanted on (B)(6) 2026 (MFR #: 2916596-2026-01977). The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The IFU lists potential adverse events, including right heart failure, that may be associated with the use of heartmate 3 left ventricular assist system. The IFU also discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced right heart failure and ascites. The causal relationship with the device was low but could not be denied as it was not directly related to the left ventricular assist device (lvad).